Manufacturer narrative:
Analysis of programming history.

Event description:
During review of the in-house programming/diagnostic history database, it was observed that during interrogation on office visit on (B)(6) 2014 the patient's settings were different than what were programmed at the same office visit. The settings found were indicative of a faulted generator diagnostic test which occurred on (B)(6) 2014. The physician corrected the settings; however, the device pulse width, magnet output current and magnet pulse width were not corrected. The device was not interrogated prior to the patient leaving the office on (B)(6) 2014 as recommended by device manufacturer to ensure the device is at the correct settings. No patient adverse events were reported.